Event description:
The ge oec 2800 uroview fluoroscopy system had an issue with monitor "floating" over table (loose), boot-up issue that required a system re-boot to function and a hand control that would not operate correctly.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a piston in the monitor swing arm. The defective hand control was replaced; and the boot-up error could not be duplicated, but was assumed to be a result of the defective hand control and boot up warnings when that device is not working correctly or causes an error. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hosp was unable to, or would not provide any pt info relating to this issue.